Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2023-01369, related manufacturer reference number:1627487-2023-01370. It was reported that following a motor vehicle accident, the patient experienced ineffective therapy due to lead and ipg migration. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was repositioned and the leads were explanted and replaced to address the issue.